Event description:
Caller reported false positive troponin I (tni). They use any detectable levels of tni as a trigger for treatment. No data provided by caller at the time of the complaint.

Manufacturer narrative:
Investigation pending.